Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy continued. On (B)(6) 2009, the subject experienced and was hospitalized for peritonitis. The contributing factor for the event was unknown. On (B)(6) 2009, the subject began treatment with gentamicin and levofloxacin. On that same day, gentamicin was stopped. On (B)(6) 2009, the patient was discharged. On (B)(6) 2009, levofloxacin was stopped. On (B)(6) 2009, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The study (B)(4) was sponsored by baxter with a protocol number of (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.